Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the proximal to mid left anterior descending artery with mild tortuosity and calcification. The balance middleweight (bmw) universal ii guide wire was advanced for the side branch protection in the first diagonal (d1) vessel. After a stent was deployed in the target lesion, an attempt was made to remove the guide wire, but resistance was noted with the stent struts. A micro-catheter was used to remove the guide wire successfully. There was no reported damage to the stent. When the guide wire was examined outside the anatomy, the coils were found to be stretched. It was confirmed that the core of the guide wire was intact. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.